Manufacturer narrative:
On 10/31/19, the suspected medical device was returned for evaluation. On 11/13/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, a crease was observed on the posterior aspect. Also a tear was observed within the crease, measuring approximately 0.2 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was found that the previous follow-up report mistakenly omitted a change in the date of explant. The patient underwent removal and replacement on (B)(6)2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Concomitant products: 325cc mentor smooth round moderate profile ( catalog #: 3501650, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) latina female patient underwent a primary breast reconstruction with a 325cc mentor smooth round moderate profile and experienced postoperative left-sided deflation and capsular contracture (grade unknown). The patient stated that she woke up and noticed the change in her left-sided breast appearance in 2014. The deflation was confirmed by a physician on (B)(6) 2017 and also by physical exam performed on (B)(6) 2019. Due to the cost of a revision surgery, the patient didn¿t proceed with the option right away. On (B)(6) 2019, the patient underwent a removal and replacement with unspecified breast implants.